Event description:
Reportedly, this device was explanted after approximately a 7 year, 6 month implant duration due to aortic insufficiency and aortic stenosis.

Manufacturer narrative:
Device not returned.